Event description:
It was reported the customer went to ER last (B)(6) 2015 due to low blood glucose. Customer's blood glucose was 29 mg/dl. Customer also reported she had slightly high blood glucose. Customer declined to give more information and to do troubleshooting. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.